Event description:
It was further reported the patient was doing well. It was noted they were seen by their neurosurgeon and plastic surgeon and they both reported that the patient healed appropriately. It was stated the culture had come back as that of pseudomonas.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection which had resulted in a full system explant. The patient had a persistent infection at the burr hole site. Explant occurred on (B)(6) 2014. Patient was being treated for the infection with antibiotics. A culture was taken that had revealed an unknown organism. The date of onset/diagnoses was (B)(6) 2013. The location of the issue or symptom was the lead location. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 360340001, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).